Event description:
It was reported an asymptomatic patient presented in ER after receiving a vibratory notifier for non-sustained lead noise episode due to post-paced t-wave oversensing. Device was reprogrammed successfully and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.